Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the viewer to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a training/demo of the davinic system, the surgeon console displayed a 319 error and the error did not clear after a power cycle. The technical support engineer attempted to remotely review system logs to further troubleshoot, but the system had not been connected to the remote service for some time, so logs were not available and no additional remote diagnostics were performed. There was no report of patient involvement or reported injury.